Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks due to t-wave oversensing (twos) of the right ventricular (rv) lead. The clinician will attempt to recreate the oversensing to adjust the sensitivity. The rv lead remains in use. No further patient complications have been reported as a result of this event.